Event description:
Customer claims while in use with a patient there's zipper damage to the right side panels; the pull tab slider and teeth are missing. Tears on the canopy netting. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Zipper damage. Evaluation: results: evaluation for the returned canopy shows that the panel side a window zipper slider body is open. The window back side slider is stuck. (B) (4).